Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms during an implant procedure. The rv lead was replaced and afterwards, the impedance measurements were not out of range. The pacemaker was implanted successfully and remains implanted and in service. No adverse patient effects were reported.